Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had foreign matter. The following information was received by the initial reporter with the following verbatim: it was reported by customer that when using primary IV tubing, it is starting to turn colors on the chamber.

Manufacturer narrative:
MDR made in error with incorrect reportability rationale.

Event description:
Made in error.